Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the issue could not be reproduced. A power switch bracket was installed to prevent accidental shutdowns and the device's backup battery was tested. The backup battery successfully retained charge. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly displayed a black screen during a procedure. The anesthesiologist was able to remove an albuterol inhaler and administered to the patient prior to this event. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly displayed a black screen during a procedure. The anesthesiologist was able to remove an albuterol inhaler and administered to the patient prior to this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1,d4, d5, e3, g1, h2, h6. This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 20-sep-2021 to 20-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system stopped responding during a procedure. A field service engineer installed pas bracket and power switch bracket to protect against incidental shutdown. He also checked voltage on power supply, backup battery and frayed wires to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.